Manufacturer narrative:
The device was manufactured between 03jan2017 and 04jan2017. The actual device was not available; however, a photograph of the sample was provided for evaluation. During visual inspection of the received photograph, no defects were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed from a clearlink extension set. There was no patient injury or medical intervention associated with this event. No additional information was available.

Manufacturer narrative:
The patient was undergoing an infusion with an unspecified chemotherapy medication for approximately one hour when the leak occurred. The leak was observed at the lowest port (closest to patient). The chemo was administered through a different port on the set. The chemo drug was being infused via the patient¿s mediport. (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Per the customer, they were not sure of the product code. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was returned and an evaluation is complete. Visual inspection was performed and noted a solution leak from the tubing connection at the sartorius filter outlet. The reported condition was verified. The cause is likely related to human error during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.